Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The displacement test and excessive no delivery alarm test could not be performed due to the motor error alarm. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube. The insulin pump was received without the belt clip and no damage could be verified to the belt clip. No damage was noted on the belt clip slot.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer had cracks on the display screen. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.